Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2011 and performed self-tests up to the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups were recorded under one minute duration during this time. No further log entries were recorded. Investigation the reported fault can be attributed to capacitor failure. This resulted in a short circuit which caused the pad-pak to blow its fuse and appear depleted. This would account for the device being unable to be powered on. The functionality of the circuit is tested before leaving heartsine it is therefore concluded the component failed after dispatch from heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.